Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit graft was not catching/keeps spinning. No harm, no delay reported and alternative device was used.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On june 4, 2018, it was reported that the unit graft was not catching/keeps spinning. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in corrective action. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was september 28, 2010 where it was reported that the device was not meshing and the damaged comb, ball detents, and gear were replaced and the ratchet was repaired. This is not a related issue. Product review of the skin graft mesher on september 10, 2018 revealed that the calibration, sample mesh, and top close/lock pre-tests could not be performed due to the 2:1 ratio cutter, serial number (B)(4), being stuck in the device. The carrier guide was worn and damaged. The side plates, hinges, and handle were all worn. The roller gear and roller were worn. The roller end was galled but the ratchet slid on as intended. Repair of the skin graft mesher has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was non-verifiable since during the product review it was noted that testing of the device could not be performed due to the 2:1 ratio cutter, serial number 50213, being stuck in the device. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that testing of the device could not be performed due to the 2:1 ratio cutter, serial number 50213, being stuck in the device. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.